Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that all tiles on the central nurse's station (cns) displayed comm loss. The systems were losing connection to the network, causing them to go into a boot loop. No patient harm was reported. Investigation summary: after checking the cns host table, ethernet cable, and performing ping and interbed tests, it was determined that the issue may be caused by a faulty network card in the cns or a malfunctioning wall/switch port. Further testing was planned to confirm the cause and determine if repair or a loaner unit was needed. The customer later reported that they tested their cables but found no issue. No further issues were reported, and the customer did not reach out to resolve the issue through repair or evaluation. The cause of the issue is likely related to their hospital network ports not being functional. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 08/17/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide additional device or patient information.

Event description:
The biomedical engineer (bme) reported that all tiles on the central nurse's station (cns) displayed comm loss. The systems were losing connection to the network, causing them to go into a boot loop. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that all tiles on the central nurse's station (cns) display communication loss. The issue they are having was that the systems were losing connection to the network. This was causing the systems to restart. They will continue to cycle power. When they switch cables it will fix the issue for a time, but it will start back. When it starts back, they switch back to the original cable, and it is resolved. They used a cable tester on all of the cables in use, and they all pass. No patient harm was reported.